Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: unknown estitch, unknown endo stitch instrument (lot#unknown); 170013, 170013 endo stitch 2-0 blk 120cm bralon (lot#j4a3029y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the nurse had ensured the suture was properly loaded on to the instrument and when the surgeon inserted the device into the trocar, the surgeon immediately noticed that the needle was broken in two. On the second suture, the needle was not properly placed in the packaging when opened prior to use during a laparoscopic procedure.

Manufacturer narrative:
Additional information: b5, g3, h6. Correction: d10. D10 concomitant products: 173016, 173016 endo stitch instrument (lot# unknown) 170013, 170013 endo stitch 2-0 blk 120 cm bralon (lot# j4a3029y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic paraesophageal herniorrhaphy, the nurse had ensured the suture was properly loaded on to the instrument and when the surgeon inserted the device into the trocar, the surgeon immediately noticed that the needle was brokenin two. On the second suture, the needle was not properly placed in the packaging when opened prior to use during the procedure. It was noted that there was no needle left inside the patient. There was no patient injury.

Manufacturer narrative:
Correction: e1 (first name, last name). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.